Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted following global CAPA 450677 corrective action implemented for root cause 43.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit never had lines displayed. There was no patient harm reported.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) issue as lines never were displayed while on a patient, no patient harm was reported. A getinge field service engineer (fse) notified but no action taken and no further info provided. The complaint will be closed and, if new information and/or device were available, the file would be reopened and updated. Customer not responded.